Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot#: va00b3p, implanted: (B)(6) 2012, product type: lead. Product ID: 3389s-40, lot#: va00b3p, implanted: (B)(6) 2012, product type: lead. Product ID: 37601, serial#: (B)(4) , implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: implantable neurostimulator. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 01-dec-2014, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 01-dec-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins). It was reported, prior to a battery replacement procedure (due to normal battery depletion), the rep used the tablet to measure impedances and impedances were high. She used the 8840 but impedances were still high. The rep did not know exact impedance values. The replacement of the battery did not resolve the issue. The cause of the high impedances was unknown. The high impedances were not on therapeutic contacts, so no further diagnostics or interventions were planned. No symptoms were reported.